Manufacturer narrative:
(B)(4). G2: foreign, (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the sterile package of an item in circulating stock was found damaged during inspection. There was no patient involvement. Attempts have been made and no further information has been provided.